Event description:
Cormet revision 6 1/2 years after initial surgery.

Manufacturer narrative:
(B)(4). The explant is being sent to a third party for analysis. Reports will be forwarded onto the MFR once available. Additional component details, pt medical history, pre- and post-operative x-rays has been requested in order to progress with the investigation. Device mfg records to be reviewed for the femoral head and acetabular cup components. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.

Manufacturer narrative:
(B)(4). The explant was sent to a third party for retrieval analysis. Their conclusion of the analysis was that the reason for revision was a misaligned acetabular cup. Available device manufacturing records were reviewed and it was found that the part associated with the records conformed to material and dimensional specification. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA. Should add'l info become available, it will be reported in a supplemental report upon completion of the investigation.

Event description:
Cormet revision 6 1/2 years after initial surgery due to pain.